Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 4.1 b5 had read, write or invalid cubie memory error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had read, write or invalid cubie memory errors. A field service engineer troubleshot the issue with drawer 4.1, which had cubies showing read/write errors. All row board cables, and the retractor band were reseated. The drawer was then tested in hardware test application and verified to be functioning correctly. The customer was able to resolve the issue without any further problems. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 4.1 b5 had read, write or invalid cubie memory error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.